Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and back pain ("back pain") in a (B)(6)-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant) and chest pain ("chest pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), asthenia ("energy level decreased"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspepsia ("heart burn"), weight increased ("weight gain"), feeling abnormal ("brain fog"), tooth disorder ("deteriorating and crumbling teeth"), mental disorder ("essure caused or aggravated psychiatric and psychological condition"), treatment noncompliance ("she did not use birth control after essure placement"), insomnia ("insomnia"), night sweats ("night sweats") and headache ("headaches"). The patient was treated with cortisone, omeprazole, pantoprazole (protonix), surgery (hysterectomy and back surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, dyspepsia, weight increased, feeling abnormal, tooth disorder, mental disorder, treatment noncompliance, insomnia, night sweats and headache outcome was unknown, the back pain and chest pain had not resolved and the alopecia, asthenia and amnesia was resolving. The reporter considered alopecia, amnesia, arthralgia, asthenia, back pain, chest pain, dyspepsia, feeling abnormal, headache, insomnia, mental disorder, night sweats, pelvic pain, tooth disorder, treatment noncompliance and weight increased to be related to essure. The reporter commented: it was reported that patient had mirena inserted in 2011 and got pregnant (case (B)(4)). All information and documents from essure were transferred to the current case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. In (B)(6) 2012: essure confirmation test showed that the placement was correct and tubes were blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, night sweats and insomnia (migrated from case (B)(4)). On (B)(6) 2017: follow-up information received (pfs) -- new reporter added, patient historical information and essure removal date were updated. New events added: severe and persistent pain; energy level decreased; memory loss; joint pain; brain fog; deteriorating and crumbling teeth; chest pain; essure caused or aggravated psychiatric and psychological condition; she did not use birth control after essure placement were added. Outcomes for hair loss (resolving) and back pain (not resolved) were updated. The remaining information was previously reported in case (B)(4) and migrated to the current case. Case (B)(4) now refers only to pregnancy under mirena in 2011. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and back pain ("back pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant) and chest pain ("chest pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), asthenia ("energy level decreased"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspepsia ("heart burn"), weight increased ("weight gain"), feeling abnormal ("brain fog"), teeth brittle ("deteriorating and crumbling teeth"), mental disorder ("essure caused or aggravated psychiatric and psychological condition"), treatment noncompliance ("she did not use bith control after essure placement"), insomnia ("insomnia"), night sweats ("night sweats") and headache ("headaches"). The patient was treated with cortisone, omeprazole, pantoprazole (protonix), surgery (hysterectomy) and surgery (back surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, dyspepsia, weight increased, feeling abnormal, teeth brittle, mental disorder, treatment noncompliance, insomnia, night sweats and headache outcome was unknown, the back pain and chest pain had not resolved and the alopecia, asthenia and amnesia was resolving. The reporter considered alopecia, amnesia, arthralgia, asthenia, back pain, chest pain, dyspepsia, feeling abnormal, headache, insomnia, mental disorder, night sweats, pelvic pain, teeth brittle, treatment noncompliance and weight increased to be related to essure. The reporter commented: it was reported that patient had mirena inserted in 2011 and got pregnant (B)(4). All information and documents from essure were transferred to the current case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. In (B)(6) 2012: essure confirmation test showed that the placement was correct and tubes were blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, night sweats and insomnia (migrated from (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-dec-2017. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and back pain ("back pain") in a 36-year-old female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control after essure placement". The patient's medical history included multigravida, parity 4, lumbar disc herniation, microdiscectomy, cervical dystonia, heartburn, gerd and spasmodic torticollis. In (B)(6) 2012: essure confirmation test showed that the placement was correct and tubes were blocked. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced back pain (seriousness criterion medically significant) and chest pain ("chest pain"). In (B)(6) , the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), dyspepsia ("heart burn"), teeth brittle ("deteriorating and crumbling teeth") and mental disorder ("essure caused or aggravated psychiatric and psychological condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("energy level decreased"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), insomnia ("insomnia"), night sweats ("night sweats") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with cortisone, omeprazole, pantoprazole (protonix) and surgery (hysterectomy and back surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, alopecia, asthenia, amnesia, arthralgia and weight increased was resolving, the dyspepsia, feeling abnormal, teeth brittle, mental disorder, insomnia, night sweats and headache outcome was unknown and the chest pain had not resolved. The reporter considered alopecia, amnesia, arthralgia, asthenia, back pain, chest pain, dyspepsia, feeling abnormal, headache, insomnia, mental disorder, night sweats, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: it was reported that patient had mirena inserted in (B)(6) and got pregnant (case (B)(4)). All information and documents from essure were transferred to the current case. Upon removal of the inserter device, 7 coils were counted and visible. It was visualized well and the essure inserter was used to place the coils in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: nonvisualization fallopian tubes, uterus: unremarkable. Pathology test - on an unknown date: a. Uterus, cervix, bilateral tubes cervix: squamous metaplasia. Endomyometrium: proliferative endometrium, day 16. Focal gland crowding with secretory change adenomyosis. Leiomyoma, intramural gross description: both the left and right fallopian tubes display fimbriated ends and contain coiled metal devices (4.4-4.7 cm in length x 0.2 cm in diameter), with dense fibrous tissue surrounding the devices. Each device resides in the fallopian tube, with one end located at the uterine cornu, and the opposing end located at the proximal one-third of the fallopian tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, night sweats and insomnia (migrated from case (B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: medical record received: reporter details were added. Aka name added. Lot number added. Medical history, lab data, were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1026) on 04-dec-2017. The most recent information was received on 28-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') and back pain ('back pain') in a 36-year-old female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use bith control after essure placement". The patient's medical history included multigravida, parity 4, lumbar disc herniation, microdiscectomy, cervical dystonia, heartburn, gerd and spasmodic torticollis. In (B)(6) 2012: essure confirmation test showed that the placement was correct and tubes were blocked. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included morbid obesity. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant) and chest pain ("chest pain"). In 2015, the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), dyspepsia ("heart burn"), teeth brittle ("deteriorating and crumbling teeth") and mental disorder ("essure caused or aggravated psychiatric and psychological condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("energy level decreased"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), insomnia ("insomnia"), night sweats ("night sweats") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with cortisone, omeprazole, proton pump inhibitors and surgery (hysterectomy and back surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, alopecia, asthenia, amnesia, arthralgia and weight increased was resolving, the dyspepsia, feeling abnormal, teeth brittle, mental disorder, insomnia, night sweats and headache outcome was unknown and the chest pain had not resolved. The reporter considered alopecia, amnesia, arthralgia, asthenia, back pain, chest pain, dyspepsia, feeling abnormal, headache, insomnia, mental disorder, night sweats, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: it was reported that patient had mirena inserted in 2011 and got pregnant (case (B)(4)). All information and documents from essure were transferred to the current case. Upon removal of the inserter device, 7 coils were counted and visible. It was visualized well and the essure inserter was used to place the coils in the tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: nonvisualization fallopian tubes, uterus: unremarkable. Pathology test - on an unknown date: a. Uterus, cervix, bilateral tubes cervix: squamous metaplasia. Endomyometrium: proliferative endometrium, day 16. Focal gland crowding with secretory change adenomyosis. Leiomyoma, intramural gross description: both the left and right fallopian tubes display fimbriated ends and contain coiled metal devices (4.4-4.7 cm in length x 0.2 cm in diameter), with dense fibrous tissue surrounding the devices. Each device resides in the fallopian tube, with one end located at the uterine cornu, and the opposing end located at the proximal one-third of the fallopian tube.. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, night sweats and insomnia (migrated from case (B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1026) on 04-dec-2017. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and back pain ("back pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control after essure placement". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant) and chest pain ("chest pain"). In 2015, the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), dyspepsia ("heart burn"), teeth brittle ("deteriorating and crumbling teeth") and mental disorder ("essure caused or aggravated psychiatric and psychological condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("energy level decreased"), arthralgia ("joint pain"), weight increased ("weight gain"), feeling abnormal ("brain fog"), insomnia ("insomnia"), night sweats ("night sweats") and headache ("headaches"). The patient was treated with cortisone, omeprazole, pantoprazole (protonix), surgery (hysterectomy) and surgery (back surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, alopecia, asthenia, amnesia, arthralgia and weight increased was resolving, the dyspepsia, feeling abnormal, teeth brittle, mental disorder, insomnia, night sweats and headache outcome was unknown and the chest pain had not resolved. The reporter considered alopecia, amnesia, arthralgia, asthenia, back pain, chest pain, dyspepsia, feeling abnormal, headache, insomnia, mental disorder, night sweats, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: it was reported that patient had mirena inserted in 2011 and got pregnant (case (B)(4)). All information and documents from essure were transferred to the current case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. In (B)(6) 2012: essure confirmation test showed that the placement was correct and tubes were blocked concerning the injuries reported in this case, the following one/ones were reported via social media: headaches, night sweats and insomnia (migrated from case (B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet: event onset date and outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.